Event description:
Vanish point insulin syringe- ref # 15271. Lot # m191202 exp 11-28-2024. When drawing up insulin in syringe plunger became uneven/tilted severely, which would have led to dosing error.